Manufacturer narrative:
Updated: description of problem.

Event description:
It was reported during the tka procedure that the patient presented of knee instability, therefore the surgeon had to replace the insert with another constrained 13mm insert. The procedure was completed without delay, using a backup from smith & nephew. No patient injury was reported at the moment.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per complaint details, the patient complained of ¿instability¿. Per correspondence, the gii ps hf 11mm insert was revised to a 13mm constrained insert without patient injury or surgical delay. Reportedly, no further information was available and the requested medical documentation would not be provided. Patient impact beyond the reported revision to a thicker insert would not be anticipated as no patient injury or surgical delay was reported. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Possible causes could include but not limited to fit/sizing issue or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during the tka procedure, the patient was unstable, therefore the surgeon had to replace the insert with a constrained 13mm insert. The procedure was completed without delay. No patient injury was reported at the moment.